Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent the surgery for femoral diaphyseal fractures by using the expert afn system. It was not reported how the surgery was completed. After the surgery, it was confirmed that nonunion had occurred with the patient. On (B)(6) 2020, re-operation was applied to the patient. No further information is available. This pc is related to (B)(4) reporting about the event that happened during re-operation. Concomitant devices reported: end cap for a2fn (part # 04.009.000s, lot # l916825, quantity # 1), unknown nails: afn (part# unknown, lot# unknown, quantity 1), unknown end caps (part# unknown, lot# unknown, quantity 1). This report is for one (1) unk - screws: locking. This is report 2 of 2 for (B)(4).